Event description:
The patient¿s vns generator was replaced in surgery. The settings and battery status at the time of explant were made apparent. The explanting facility reportedly will not return devices to the manufacturer. No additional pertinent information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizures. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The patient¿s treating facility reported that their assessment and the treating physician¿s assessment of the increase in seizures was that it was due to a need to change the vns battery. Medication was increased as intervention for the increase in seizures. No additional pertinent information has been received to date.